Event description:
It was reported that the intraocular lens was explanted due to the patient's lack of satisfaction with the lens. Distance vision was not as anticipated. No patient complications.

Manufacturer narrative:
The lens was received cut in half across the optic. It was sent to manufacturing site for analysis, results are pending. In follow-up with the reporter it was learned the patient was dissatisfied with their distance vision. The initial implant was replaced with a higher diopter lens of the same model. Our investigation to date suggests this event is not related to a deficient iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 17.0 d. The iol met all specifications for optical properties. A review of the manufacturer's implant database confirms the initial iol implanted was exchanged for a higher diopter iol of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.